Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 4mm and the final left coronary cusp implant depth was 2mm. On (B)(6) 2024, the patient was admitted after having fainted at home due to 2 episodes of asystole lasting between 20-30 seconds, that were captured on telemetry. The patient was found to have a complete atrioventricular block. The decision was made to implant a dual chamber permanent pacemaker. The patient was recovering and discharged at the time of report. It is unknown what caused the complete heart block, but it noted that it was a sinoatrial block. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of heart block, syncope/fainting, and cardiac arrest was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 4mm and the final left coronary cusp implant depth was 2mm. Later on, the patient was admitted after having fainted due to 2 episodes of asystole. The patient was found to have a complete atrioventricular block. The decision was made to implant a dual chamber permanent pacemaker. The patient was recovering and discharged. It is unknown what caused the complete heart block, but it noted that it was a sinoatrial block. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 4mm and the final left coronary cusp implant depth was 2mm. On (B)(6) 2024, the patient was admitted after having fainted at home due to 2 episodes of asystole lasting between 20-30 seconds, that were captured on telemetry. The patient was found to have a complete atrioventricular block. The decision was made to implant a dual chamber permanent pacemaker. The patient was recovering and discharged at the time of report. It is unknown what caused the complete heart block, but it noted that it was a sinoatrial block. There is no allegation of malfunction against the abbott device or procedure.